Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the operating system for the smart device was not a supported system. No additional event or patient information is available. Data was provided for evaluation. The reported issue was confirmed via data. The root cause was determined to be the transmitter and app were unable to establish a connection. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. A review of the share logs was performed and loss of connection was found within the investigation window. The allegation was confirmed. The root cause was determined to be no communication due to a gap in the logs.